Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 05/16/2014. (B)(4).

Event description:
A materials manager reported during set up for a procedure the infusion stopped and then the prime failed. Additional information has been requested but non had been received to date.